Event description:
It was reported that the rear handle on the 9800 system was broken, and the vertical column has intermittent downward motion. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the vertical column power supply (ps3) along with the rear handle and associated hardware. The system was tested and found to be working as intended and placed back into service.